Event description:
It was reported by the rep that post op a node biopsy procedure, the clip fell off the tissue and the patient had to be taken back to surgery for bleeding. This is the first time in five years. One device will be returned. There are no details available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. To date no further details have been provided. If additional information is received at a later date, a supplemental medwatch will be sent.